Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pocket site pain but not as painful as it was before the battery was out of charge. Database analysis revealed no anomalies and the device appeared to be working as expected. The patient will undergo a revision procedure wherein the ipg will be relocated and replaced.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing pocket site pain but not as painful as it was before the battery was out of charge. Database analysis revealed no anomalies and the device appeared to be working as expected. The patient will undergo a revision procedure wherein the ipg will be relocated and replaced.